Manufacturer narrative:
The manufacturer received additional information that the device has been serviced by third-party service center. There was an initial allegation of foam particles. During the evaluation of the device, service technician did not observe foam particles. Mandatory section has been updated/corrected.

Event description:
The manufacturer received information from a user of a rep dreamstation auto CPAP stating that he woke up with his bed, mask, tubing, and water chamber filled with foam. He stated that this was his wife's old device and that it has not been used in about a year. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.